Event description:
It was reported that: "the insert trial used for surgery was custom made to have a dome hole screw attached. The plastic around the screw became weak and cracked causing loose particles to fall into the patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.